Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 13.2mm, vticm5_13.2, -8.50/1.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient left eye (os) as a replacement lens due to low vault but it did not resolve the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: received via email on (B)(6) 2019 "indeed this was a misunderstanding. Patient happy after exchange. Vision 10/10 -0.25(-0.5x155)." "Exchange did not resolve the problem" in original MDR is not applicable. (B)(4).

Manufacturer narrative:
Date of event in original MDR is not applicable. In previous MDR corrected to additional information. (B)(4).